Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the all-in-one container was leaking from the port. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed which observed a print mark of a needle in one of the ports of the bag. The mark is similar to the print of a needle. Functional testing was performed which revealed a leak in that port of the bag, specifically in the body of the tube. The injection site and membrane tube were punctured with a needle; the hole of the tube belongs to the path of the needle. The reported condition was verified. The cause of the condition was due to user puncturing the port with a needle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.